Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 525cc saline prostheses experienced a left sided breast lump with bilateral altered appearance post procedure. Neither implant had dropped, both looked deformed, and the bump on the left was located on the side of areola. The patient consulted with a physician who indicated that the left implant would require an additional surgical intervention to correct the bump, and that the right implant required additional saline, however, an official diagnosis was not provided. The patient stated they would be seeking a consultation from another surgeon. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-09413 for contralateral prosthesis report.